Manufacturer narrative:
Explant was reported due to aortic regurgitation and a leaflet tear. The investigation found that cusp 1 contained multiple tears. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at one of the tear sites, which could have contributed to the formation of the tear.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 23mm epic supra valve w/flexfit was implanted. Post procedure a transesophageal echocardiogram (tee) was performed and noted good valve function, no regurgitation and the patient was moved to the intensive care unit (ICU). The following day on (B)(6) 2021, a routine echocardiogram was performed and noted aortic regurgitation (ar). A transthoracic echocardiogram (tte) and tee were also performed. The patient was still on the ventilator but were not experiencing any symptoms. It was decided to re-operate and upon re-operation a leaflet tear was noted in the middle of the leaflet. A new 23mm epic supra valve w/flexfit was successfully implanted. Patient was reported to be in stable condition.